Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it may be possible that inadvertent mishandling during sheath/stylet removal may have contributed to the reported stent dislodgement; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when the package was opened, the stent was already dislodged from the balloon in the packaging. The device was not used and there was no patient involvement no clinically significant delay in the procedure. No additional information was provided.